Event description:
It was reported that approx 21 days after a coronary artery drug eluting stenting treatment procedure, a pt death occurred. An unspecified taxus express2 drug eluting stent (des) was implanted in an unspecified vessel. Approx 21 days later, sub acute thrombosis occurred and the pt died. The physician reported that "the pt had numerous other conditions and that he felt there was acute closure of the stent." Further info has been requested but none has been received as of the date of this report.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.